Manufacturer narrative:
Replacement unit was sent to the patient.

Event description:
The patient stated experiencing an issue with her oxygen device, which was no longer producing oxygen due to dusty columns. While moving from the bathroom, she felt woozy, missed her chair, and slid to the floor. Emts were called to assist, and later that day, she was hospitalized as the portable oxygen concentrator didn't appear to be providing adequate oxygen, the patient had a backup unit. The patient spent four days in the ICU and has since been discharged. A replacement unit is in process, and she is now doing better with no ongoing complications.